Event description:
Customer reported that the insulin pump's act and escape keys were not repoding properly. Customer stated that these buttons had to be pressed several times for them to respond. Customer did not recall any significant events leading up to this issue. Review of the insulin pump's alarm history showed that a no delivery alarm was returned about two weeks prior to the call. Blood glucose level was 207 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.